Event description:
It was reported that the user contacted beta bionics to discuss recent high and low blood glucose events while using the ilet and to obtain guidance on meal announcements and avoiding postprandial lows; the user indicated one hyperglycemic reading of 228 mg/dl after reportedly overtreating a preceding low, with a subsequent return toward target later that evening. Symptoms included no reported clinical manifestations associated with the hyperglycemic reading. Outcomes included no medical intervention, no alerts or alarms from the device, and no healthcare utilization. Investigation included review of the user¿s report and the attached ilet report, along with troubleshooting and education regarding meal announcement timing and strategies to reduce glycemic variability. Investigation of this case revealed no device malfunction or alarm behavior and suggested that user response to hypoglycemia likely contributed to the subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user-specific factors rather than a device issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.